Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving an unknown drug via an implantable infusion pump for intractable spasticity and other spasticity. It was reported that a motor stall was seen at the initial interrogation. The patient recently had a MRI. The motor stall had not recovered and it had been over 2 hours since the patient left the MRI field. No symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The patient was seen on (B)(6) 2019 for a refill. The patient reported that a doctor had ordered a MRI and it was completed 2 weeks prior. The pump was interrogated at the refill. The MRI motor stall had been resolved. The patient's weight was (B)(6). No further complications were reported.